Manufacturer narrative:
The investigation of the received implant did not show any deviation from the specification, so it can be concluded that this issue was caused by a treatment planning failure. In this case, implant placement is contraindicated due to the fragile mandible. While the device involved did not malfunction in this event. Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that (B)(6) edentulous pt received two implants in the interforaminal region of the mandible and after approx 6 weeks a fracture of the mandible around the implant in region 33 (#22) occurred and the implant was dislocated caudally. The opg at hand was taken subsequently and is displaying the fracture but as well an extremely atrophied mandibular bone. Although the dentist selected a very short implant length, the implants were obviously not covered by bone completely; moreover, the apical part of the implant in region 43 (#26) that is still in place is protruding through the bone.